Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump motor had anomaly. Customer blood glucose reading was 139 mg/dl. Troubleshooting was not performed . The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor slide functioning properly. The motor was tested outside of the device and passed. (B)(4).